Event description:
It was reported that the patient underwent a mandible reconstruction surgery using resorbable ceramic compression resistant matrix. The patient had a central defect of the mandible due to trauma. At 4 months post-op, the surgeon found complete loss of the graft.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.